Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, lay user/patient's spouse contacted lifescan (lfs) alleging the patient was not able to perform a blood glucose test with his onetouch ultra meter because it was reverting to the set up mode. Per the onetouch user guide the meter requires the user to confirm the meter settings prior to testing if the battery is removed/replaced. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The alleged issue began on (B)(6) 2012 at an unknown time in the evening. The patient reportedly was unable to perform a blood glucose test due to a low battery. He purchased a battery and replaced it while in the pharmacy and returned home. When he arrived home, he reportedly attempted to check his blood glucose but the meter reverted to the set up mode and he was unable to obtain a reading. The reporter stated the patient manages his diabetes with metformin pills (500mg) 2x per day and glipizide pills (10mg) and continued with his usual diabetes management routine when he was unable to test. The reporter claimed the following morning the patient woke up a little before 7am with symptoms of "shaking." She stated she treated him by giving him a piece of chocolate and he felt better shortly after and then ate breakfast as usual at 7am. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. It was confirmed that the battery was recently replaced and the meter did need to be set up afterwards. The cca assisted the reporter with confirming the meter settings and the issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.